Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. The patient's medical history included itm - cancer pain. It was reported that a pump motor stall occurred. Environmental/external/patient factors that may be causing or contributing to the problem were unable to be provided. It was unknown if the issue was resolved. No patient symptom was reported. No surgical intervention was performed or planned. Actions or interventions taken to resolve the issue was indicated as not applicable. The pump remained implanted and in service. The patient was without injury regarding their status at the time of the report.